Event description:
It was reported that the patient's refill alarm date was (B)(6) 2012; she was in a chronic nursing home facility at the time of this report and was trying to get the pump refilled. She was admitted to the hospital on (B)(6) 2012 with a fever, was very ill with sepsis and urinary infection. Drug delivered via the device was baclofen. Additional information received from the healthcare provider noted that patient's last refill was in (B)(6) 2012 and she had a scheduled refill on (B)(6) 2012. The pump was refilled at the hospital on (B)(6) 2012. It was stated that the infection was not related to the pump and that patient had the pump for long time; patient had "uro-sepsis" and was admitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).